Manufacturer narrative:
UDI -- (B)(4). Complaint sample was not returned to codman and no product or lot number information has been provided. Therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause (s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
It was reported that a patient had icp implanted on (B)(6) in the neurosurgery theatre. The icp stopped reading value on (B)(6) 2019. The device was not kept. The patient had a haematoma.